Manufacturer narrative:
One opened probe was received with a tip protector, in a tray with other items, for the report. The sample was visually inspected and found to be non-conforming with orange/brown foreign material on the port face and welded cap. The sample was then functionally tested for actuation and cut. The sample was found to be conforming for actuation and was non-conforming for cut. The probe was then visually inspected for cutter/needle rotational alignment and was found to be non-conforming. The probe sample was disassembled and the components inspected. Nominal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks were observed at a couple locations along the inner cutter. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification tag indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint evaluation confirms that the probe had a cut failure. The cause of the cut failure is the non-conforming cutter/needle rotational alignment. The cause of the non-conforming rotational alignment is due to the rotational port positioning process during the probe manufacturing process. A non-conformance investigation was initiated in order to investigate the root cause of the non-conforming cutter/needle rotational alignment. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the cutting failure occurred during vitrectomy surgery. The condition of aspirating was fine, and actuating was unknown. The surgery was completed after replacing the product with new one. There was no patient harm.